Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00124 on july 19, 2016. On 07/28/2016 additional information: the internal reference qc panel is a pool that the customer makes consisting of human serum which is lyophilized. The customer has been using this pool for years. The anti-hbs2 lot that the customer is using routinely is lot 046. Lot 046 is used to compare the newer lots received by the customer. Lot 046 is limited on quality control values for the customer's pool. Sometimes the qc is out but the customer accepts this because the newer lots are not matching their criteria. The difference is too much between the current lot and the newer lots. The previous lot that the customer used to compare against the newer lots was lot 026 which met the customer's criteria. Lot 063 was also tested with another internal sample. This internal sample is used every 6 months to check if there is no variation into their routine/shift. Lot 063 was not acceptable. The customer ran lot 064 with the pooled qc sample. The results were not acceptable. Therefore, patient samples were not tested with lot 064. The customer has received lot 065 and tested the lot. Lot 065 also failed the customer's internal qc release. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00124 on july 19, 2016. Siemens filed the MDR 1219913-2016-00124 supplemental report 1 on august 10, 2016. 07/14/2017 additional information: siemens reviewed the customer's data and performed an investigation. It was determined that the customer is not using the ahbs2 assay as designed or intended. The customer is diluting negative and on-curve samples. The cause for the discordant (B)(6) results is use error. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the dilutions section: "the following information pertains to dilutions: - samples with anti-hbs levels greater than 1000 miu/ml (index value > 100) may be diluted and retested. -patient samples can be automatically diluted by the system or prepared manually. -for automatic dilutions, ensure that advia centaur multi-diluent 11 is loaded and set the system parameters as follows: dilution point: </= 1000 miu/ml (index value </=100) dilution factor: 2, 5, 10 for detailed information about automatic dilutions, refer to the system operating instructions. -manually dilute the patient samples when patient results exceed the linearity of the assay using automatic dilution, or when laboratory protocol requires manual dilution. Use multi-diluent 11 to manually dilute patient samples, and then load the diluted sample in the sample rack, replacing the undiluted sample. Ensure that results are mathematically corrected for dilution. If a dilution factor is entered when scheduling the test, the system automatically calculates the result."

Manufacturer narrative:
The cause for the discordant anti-hbs2 results is unknown. Siemens healthcare diagnostics is investigating.

Event description:
(B)(6) advia centaur xp anti-hbs2 (ahbs2) results were obtained for twenty one patient samples used in an internal reference qc panel for lot 063. The results were discordant with the (B)(6) results from the previous lot testing. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs2 results.